Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.